Event description:
A report was received that the pt was having trouble changing due to the positioning of the ipg, low on the buttocks. The physician has recommended an ipg revision but the procedure will not be performed due to the pt not taking further action.

Manufacturer narrative:
This is the final report.